Event description:
It was reported that the neurologist and the surgeon indicated that the lead looks ok and they aren't going to do anything further.

Event description:
It was reported that the patient is having a consult with the neurologist regarding the vns. Interrogation during consult showed that the generator has 50% battery and therefore there are no plans for surgery currently. Diagnostics were reported to be within normal limits.

Event description:
It was reported that the vns patient was experiencing pain on the left side of her neck with magnet mode stimulation while being able to tolerate normal mode stimulation. Changes to the patient¿s programmed settings were unsuccessful in resolving the pain. The patient had a surgical consultation on (B)(6) 2014 to plan interventions to preclude a serious injury and for patient comfort. No known surgical interventions have occurred to date.